Event description:
It was reported that a cartridge alarm 20 occurred during pumping. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer continued using the current pump for insulin therapy.